Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 105 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was it was reported that the patient was admitted on (B)(6) 2017 for hematemesis. On admit pt 75.8 (9.2-14.0); inr 6.40 (0.81-1.22); hemoglobin (hgb) 7.1 g/dl (13.0-17.5); hemocrit (hct) 23.0 % (38.9-50.3); platelets 173 k/cumm (150-400). Home anticoagulation was coumadin 2 mg po qd and aspirin 81 mg po qd which was stopped. The patient was started on protonix 40 mg IV. Site of bleeding: gastrointestinal. The patient was transfused with 8 units of packed red blood cells (prbc), 2 units of prbc on (B)(6) 2017, 4 units of prbc on (B)(6) 2017, 1 unit of prbc on (B)(6) 2017 and 1 unit of prbc on (B)(6) 2017. The hgb/hct remained stable and the patient did not receive any more prbc after (B)(6) 2017 and was discharged on (B)(6) 2017. On discharge pt 20.6; inr 1.79; hgb 8.4 g/dl; hct 26.6%; platelets 243 k/cumm; coumadin 0.5 mg po qd and aspirin 81 mg po qd.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the patient's gastrointestinal (gi) bleeding could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.